Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2021. Initial reporter postal code: (B)(4).the lot was manufactured between december 18-19, 2020.the device was received for evaluation. Upon receipt of the sample, a visual inspection was performed, and it was noted that there was fluid inside the bag that contained the unit. It was also observed that fluid inside the bag had leaked inside the housing. The upper area of the housing is not designed to be completely sealed and therefore fluid may leak inside the housing. When the unit was removed from the bag, the cause of leak was found to be an untightened blue winged cap. The blue winged luer cap was tightened, and a functional leak test was performed, and no evidence of leak were observed. Based on the sample analysis finding, the folfusor unit was determined to be conforming product because no evidence of leak was found during the functional leak test. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was leaking from an unspecified location. It was observed that fluid was leaking into the housing of the device prior to patient us. There was no patient involvement. No additional information is available.